Manufacturer narrative:
Technician found bed in storage, with pendant cord cut. Exposing wires. Replaced pendant to resolve this issue.

Event description:
Info alleged that the bed found in storage had pendant cord cut, exposing wires.